Manufacturer narrative:
Investigation into this event showed that the issue was related to only one pt with multiple samples. The investigation concludes that elevated troponin I results were obtained from 3 serial samples collected from one pt. The vitros trop I es results are inconsistent with clinical findings and the final diagnosis of the pt. The lab tech and the attending physician believe the vitros trop I es results are falsely elevated. No analyzer malfunction has been identified. The most likely root cause is an unk sample interferent. Ocd has received the samples from the laboratory and testing has been planned to confirm the results and to attempt ot identify a possible interferent. No pt treatment was initiated or altered as a result of this event, and there was no allegation of harm as a result of this event.

Event description:
A customer observed a repeatable positively biased troponin I result for a pt sample tested using vitros troponin I es reagent on a vitros eci analyzer. The attending physician questioned the results, because they were inconsistant with the clinical presentation of the pt and diagnosis of the pt. Add'l cardiac marker tests and diagnostic testing were not indicative of a cardiac event. Qc results were within acceptable ranges. The lab reported the biased vitros result, but there was no medical treatment altered and no allegation of harm.